Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (cracked dental restoration).

Event description:
The customer reported that her dental crown cracked while wearing aligners; however, the customer was not able to identify the tooth number and this information it is unknown. It is unknown if the customer required medical intervention. It is unknown if aligner treatment was discontinued.